Event description:
A vaxcel plus dialysis catheter was being inserted for therapeutic purposes on an unknown date during october 2005. The peel-away sheath started to peel but then broke at the tab. Another sheath was used to complete the procedure.